Event description:
It was reported that the zimmer electric dermatome worked for awhile and then the handpiece stopped working. It was also reported that the power supply was receiving power. No additional clinical information was received prior to this report. If additional information is received, a follow up medwatch will be submitted.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on 01/09/2012 and has no repair history at zimmer surgical. Evaluation of the electric dermatome verified that the device did not operate. It was also observed that the reciprocating arm was nicked and the width plate screws were missing. Prior to repair, the electric dermatome was outside calibration specifications only at the zero thickness setting on the left and right side, and the side to side calibration. In post-repair, corrosion of the exterior motor casing was observed. The motor operated under no load, and was within motor voltage specification. The power switch passed a continuity test. Customer returned a power supply, and had no visible issues. Prior to repair, the device met all functional specifications. Device has not been returned to zimmer surgical for repair since manufacture two years ago. Given the corrosion on the motor casing, it is likely that the interior of the motor became damaged over time, which most likely caused the customer's reported event. Lack of preventative maintenance most likely allowed the damage to the motor to occur over time. The cause of the corrosion was likely due to the entry of moisture within the handpiece. Improper handling related to cleaning or sterilization of the unit most likely allowed moisture to enter the handpiece. In addition, improper handling likely caused the lack of calibration at the zero thickness setting. No information was obtained regarding customer's cleaning or sterilization practices; however, improper cleaning or sterilization could have caused the corrosion on the motor. The device was serviced and returned to the customer.